Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 13/nov/2023 it was reported to fresenius that this patient passed away with the cause of death unknown. No additional information was provided. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment utilizing the liberty select cycler on (B)(6) 2023 (cycle and phase not provided) when blood was noted in the pd effluent. The patient disconnected from the treatment and the patient¿s family called 911. The patient was assessed at home by emergency medical services (ems). No details of the assessment were available. The patient was not transported by ems to the hospital. The patient then went to the hospital on their own (unknown how much time elapsed between ems assessment and patient going to the ER). The patient passed away at the hospital. It is unknown at what time the patient death occurred. The pdrn stated there is no information as to a cause of death. The pdrn is not aware of any issues the patient encountered during the treatment on the cycler prior to disconnecting due to the observance of the bloody effluent. No further information was available.

Manufacturer narrative:
Correction: h6 (health effect clinical code).

Event description:
On (B)(6) 2023 it was reported to fresenius that this patient passed away with the cause of death unknown. No additional information was provided. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment utilizing the liberty select cycler on (B)(6) 2023 (cycle and phase not provided) when blood was noted in the pd effluent. The patient disconnected from the treatment and the patient¿s family called 911. The patient was assessed at home by emergency medical services (ems). No details of the assessment were available. The patient was not transported by ems to the hospital. The patient then went to the hospital on their own (unknown how much time elapsed between ems assessment and patient going to the ER). The patient passed away at the hospital. It is unknown at what time the patient death occurred. The pdrn stated there is no information as to a cause of death. The pdrn is not aware of any issues the patient encountered during the treatment on the cycler prior to disconnecting due to the observance of the bloody effluent. No further information was available.

Event description:
On 13/nov/2023 it was reported to fresenius that this patient passed away with the cause of death unknown. No additional information was provided. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment utilizing the liberty select cycler on (B)(6) 2023 (cycle and phase not provided) when blood was noted in the pd effluent. The patient disconnected from the treatment and the patient¿s family called 911. The patient was assessed at home by emergency medical services (ems). No details of the assessment were available. The patient was not transported by ems to the hospital. The patient then went to the hospital on their own (unknown how much time elapsed between ems assessment and patient going to the ER). The patient passed away at the hospital. It is unknown at what time the patient death occurred. The pdrn stated there is no information as to a cause of death. The pdrn is not aware of any issues the patient encountered during the treatment on the cycler prior to disconnecting due to the observance of the bloody effluent. No further information was available.

Manufacturer narrative:
Correction: h4 (device manufacture date) additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A valve actuation test and system air leak test were performed and passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. A mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid and infestation under the pump assembly on the bottom cover. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023 it was reported to fresenius that this patient passed away with the cause of death unknown. No additional information was provided. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment utilizing the liberty select cycler on (B)(6) 2023 (cycle and phase not provided) when blood was noted in the pd effluent. The patient disconnected from the treatment and the patient¿s family called 911. The patient was assessed at home by emergency medical services (ems). No details of the assessment were available. The patient was not transported by ems to the hospital. The patient then went to the hospital on their own (unknown how much time elapsed between ems assessment and patient going to the ER). The patient passed away at the hospital. It is unknown at what time the patient death occurred. The pdrn stated there is no information as to a cause of death. The pdrn is not aware of any issues the patient encountered during the treatment on the cycler prior to disconnecting due to the observance of the bloody effluent. No further information was available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of blood in the pd effluent with subsequent visit to the hospital with death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. It is unknown what caused the patient death or why there was blood in the effluent. There are several reasons for bloody peritoneal dialysate which may be related to the pd catheter, pd procedure, underlying kidney disease, or factors unrelated to kidney disease such as liver or liver cyst rupture, splenic rupture and infarct, or aneurysm rupture. Based on the limited information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.